Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user reports a weaker magnet attraction after a MRI scan. Revision surgery for thinning the skin and exchanging the internal magnet is considered.

Event description:
The user reports a weaker magnet attraction after a MRI scan. The magnet of the external device does reportedly not hold on to the internal device and drops several times a day. Therefore the audio processor is no longer in use at this time. The user underwent a magnet replacement surgery. With the new s-vector magnet everything is fine and she uses magnet strength _3_. Despite requested no further information nor the explanted magnet were received.

Manufacturer narrative:
Additional information: based on the limited information from the field, the recipient experienced magnet retention issues after an MRI examination. However a de-magnetization of the magnet in course of an MRI examination is unlikely. The mi1200 implant is compatible up to 3t and as per design the magnet always aligns with the main magnetic field. The implant magnet was exchanged during a revision surgery, however the concerned magnet has not been received for investigational purposes, therefore a root cause cannot be determined due to lack of information.